Manufacturer narrative:
Additional information received on 15-oct-2019 that the event occurred during testing. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found high pressure alarm messages in the log. Visual inspection and inserted batteries to observe for issue. The customer's reported problem was confirmed. The pump was found to be double beeping when batteries were inserted during the investigation. According to the investigation the root cause of the issue is unknown. Investigation recommended the pump downstream occlusion sensor to be replaced. The problem source of the reported problem is unknown.

Event description:
Information received a smiths medical cadd legacy pump double beep alarm. No adverse patient events reported.